Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a visiflex bifurcated device in 2007. Recently, during routine follow up it was discovered that the patient had and endoleak type ia. Patient is asymptomatic and is scheduled for a re-intervention on (B)(6) 2018. No additional patient sequelae has been reported at this time.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to confirm the reported endoleak type ia, rather there was evidence to suggest that there is no device malfunction. Secondary endovascular procedure is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as doing well. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: device code:remove 1031, patient code: remove 1924, update to outcome.

Event description:
On 07 july 2018, additional information was received. The patient underwent a secondary, the procedure went well and leak was resolved. The patient is doing well post procedure.